Manufacturer narrative:
B5: additional information was received from the nurse which clarified that the end of a transfer set "broke off" and resulted in a leak. H10: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph showed a written note card of the allegation and not of the transfer set; therefore, no device evaluation could be completed. The reported condition could not be verified. It was determined that this issue is related to a field action. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body and the twist clamp of a peritoneal dialysis (pd) transfer set separated. The transfer set came apart when the customer attempted to twist the clamp during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.